Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation was shifting around a bit, which was thought to be due to the swelling that occurred after surgery. Scar tissue "later" (after surgery) was mentioned. A couple of "tweaking" sessions with a manufacturer representative were also mentioned. It was reported that the patient received jolts and shocks from an implantable neurostimulator (ins). It was mentioned that sometimes sitting in a chair or looking down made the neck muscles press or pull on the leads causing jolts or an increase in stimulation.